Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass, the device did not work. It was noticed then that the blade was broken. Nothing fell into the pt. Another like device was used to complete the procedure with no pt consequence.